Event description:
Customer reported hospitalization due to low blood glucose. Customer has been experiencing unexplained high blood glucose. The current blood glucose reading is 203 mg/dl. Customer has treated with food and glucose tablets. Customer has been sweating and nauseated. The blood glucose reading at the time of the event was 24 mg/dl. Customer passed out. The insulin pump gave her 18.2 units of insulin during a bolus, customer is not sure why. Customer stated that insulin pump is overdelivering insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.